Event description:
Boston scientific received information that the non-pacer dependent patient implanted with this device system endured syncope/near syncope. The patient had an intrinsic sinus rhythm of 82bpm. The device was tested and was reprogrammed adjusting lower and upper rates, pacing voltage and pulse duration. Approximately six months later, the device declared elective replacement indicator (eri). The device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.